Manufacturer narrative:
Power loss alarm confirmed in the long trace. Detail trace analysis confirmed power loss alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father was contacted via phone call upon the customer's doctors request concerning replace battery now alarms. The insulin pump has been alarming with out prior warning that the battery is low. Customer's father replaced the battery with a new battery and it will show full green then alarm replace battery now. Customer's father stated it is likely the insulin pump has been dropped as the customer is an active child, however there is not visible damage on the device. Customer's father stated the issues has been reoccurring for three months. Customer stated there were no unattended alarms and the battery cap was not loose. Customer's father was advised the insulin pump had to be replaced. The insulin pump is returning for analysis.